Manufacturer narrative:
No injury, procedure delay, or cancellation occurred as a result. The unit was removed from service pending evaluation from a dta service technician. A technician arrived on-site, inspected the unit, and identified damage to electrical components within the chamber of the unit. A replacement sterilizer was installed at the user facility and confirmed to be operating according to specification. The v-pro max sterilizer is being returned to steris for evaluation. A follow-up MDR will be submitted should additional information be obtained.

Event description:
The user facility reported their v-pro max sterilizer was not operating properly and receiving an alarm "too long to fill".